Event description:
A sales rep reported to baxter (B)(4) that "while rinsing the dialyzer, they noticed (they saw, no alarm) a very small piece orange, inside the dialyzer in between the fibers. They stopped right away using the xenium before connecting the patient.". This was before patient use, therefore there was no patient involvement.

Manufacturer narrative:
(B)(4). The returned sample was evaluated by the supplier; following are the results of their evaluation: a brown (orange) foreign material (size about 2mm) was found in the case at the arterial side. The foreign material was taken out from the case and investigated. It was found that the foreign material was weak and fragile. The foreign material was further analyzed using fourier transform infrared spectroscopy (ftir); however, the foreign material could not be identified. Based on these results, the records of the provided lot were reviewed. The results revealed no machine trouble which could be related to the reported event. The manufacturing processes were investigated thoroughly and no foreign material having similar color and similar configuration was found in the manufacturing processes. The manufacturing facility was unable to identify the root cause of the reported issue.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.